Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and reproduced error 319. The isi fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint to perform failure analysis. The usm was analyzed and found to have 319 errors. Log review showed multiple 319 errors pointing toward the axes controller, carriage logic (accp) not being found. The unit was tested on an in-house system in normal mode where it triggered a 319 error. The unit was also tested on a test platform where it failed test check all boards present (acc not found) and fiber test (rolling loop). A golden rolling loop fiber was installed, and unit passed both check all boards present and fiber test on retry. During investigation, it was noticed that the rolling loop fiber and ground straps were tangled inside the spar. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a non-recoverable error occurred against universal surgical manipulator 3 (usm). The customer performed a hard power cycle several times and exercised the usm. The system powered on with error code 319 against the usm 3. Once the usm 3 was disabled, the system completed the self-test. The surgeon continued with the procedure with 3 remaining arms. There were no reports of patient injury. Intuitive surgical, inc. (Isi) clinical sales representative (csr) called the technical service engineer (tse) to inquire if swapping a patient side cart (psc) from a system that had an e-200 generator to a system that had an e-100 and erbe generator would cause a conflict. The isi tse advised the csr that as long as the systems were at the same software level, the psc could be swapped out. The customer elected to bring in another system to complete the case. The isi tse remained on the line with the csr while the backup system was set up and a successful power-on self-test was confirmed. Isi followed up with the initial reporter and received the following additional information: system functionality was checked upon powering on the system. The system initially powered on without errors. There were no reports of patient injury.